Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on : (B)(6) 2008: patient presented with pre operative diagnosis of failed l5-s1 fusion with collapse, bilateral leg pain, pseudoarthrosis, failure of instrumentation at l5-s1 and underwent following operations: posterior lumbar approach for revision of instrumentation, removal of bilateral rods, placement of right sided s1 pedicle screw using stereotactic brainlab navigation, placement of bilateral iliac screws with brainlab stereotactic navigation. Redo discectomy at l5-s1 with removal of scar tissue,l5-s1 inter body fusion using 9 mm peek spacer as well as bmp, posterolateral fusion l4-5, s1 iliac crest using actifuse material mixed with autograft bone from laminectomy at l5,l5 laminectomy for decompression of thecal sac and bilateral foraminotomy decompression of bilateral l5 nerve roots and antibody fusion. Per operative report ¿.. L5 laminectomy and partial facetectomy was performed on both sides. The l5 nerve roots under significant pressure on both sides with very narrowed foramen due to collapse. The surgeons then entered the l5-s1 disk space laterally both sides and removed disc material. They were able to distract at this level indicating instability. Bilateral 9 mm peek spaces replaced with bmp and disk space was packed with actifuse material with autograft bone from the laminectomy. The area was irrigated with antibiotic solution and posterolateral fusion was performed from l4 down to the iliac crest using actifuse material and decortication of bone.¿ (B)(6) 2008: patient underwent CT lumbar spine without contrast. Patient underwent x-ray lumbosacral spine (B)(6) 2008: patient underwent electrocardiography. (B)(6) 2008: patient presented for follow up visit. Patient complains of tingling in upper bilateral and lower extremities. The midline lower back incision is tender to palpation without any signs of infection. Diagnosis: degenerative disc disease ;lumbago; herniated lumbar intervertebral disc. Thoracic or lumbosacral neuritis or radiculitis. Patient underwent x-ray of lumbosacral spine. (B)(6) 2008: diagnosis: degenerative disk disease. Patient presented for office visit. Patient underwent x-ray of lumbosacral spine. (B)(6)2008: patient underwent MRI of cervical spine due to clinical indication of neck pain. Impression: c5-6 spondylosis and left paracentral disc protrusion with resultant cervical cord flattening. C3-4 spondylosis with resultant cervical cord flattening as well. Mild c4-5 spondylosis. (B)(6) 2008: patient underwent CT lumbar spine without contrast. (B)(6) 2009: diagnosis: degenerative disk disease. Patient presented for office visit. Patient still complaining of low back pain, flank pain and shoulder and upper extremity pain. (B)(6) 2009: patient underwent CT lumbar and cervical spine without contrast. Patient underwent ¿dexa dpx lumbar/femur exam (B)(6) 2009: patient presented for follow up. Patient CT¿s scan was reviewed. The CT scan shows stable post surgical changes at l4-5 and s1.there is a small bony fragment within the ventral subanarchoid space at l5-s1.there were also cystic appearing lesions within the pelvis. A CT scan of cervical spine shows multilevel degenerative disk disease without any significant central canal stenosis or foraminal narrowing. There is a small thyroid nodule present. (B)(6) 2009: patient underwent an examination due to clinical indication of enlarged thyroid gland. Impression: stable appearance of the thyroid gland. (B)(6) 2010: diagnosis: degenerative disk disease. Patient presented for follow up visit. Patient complains of some residual pain, especially on right side in her lower back at the level of her iliac screws. Patient has pain and tenderness. MRI scan of lumbar spine showed stable postoperative changes with epidural scar at l5-s1 without compression of thecal sac or of nerve roots. Patient has some numbness in her left thigh area in upper part of lateral thigh. (B)(6) 2010: patient underwent CT pelvis without contrast. Patient underwent CT lumbar spine without contrast. (B)(6) 2010: patient underwent x-ray of lumbosacral spine due to back pain. Impression: status post l4-5 through s1-s2.normal alignment. (B)(6) 2010: patient underwent MRI lumbar spine without contrast due to low back pain. Impression: no appreciable interval change. Status post posterior fusion from l4-s1. L3-4 through l5-s1 degenerative disc disease resulting in mild to moderate stenosis. Patient underwent MRI of cervical spine without contrast due to neck pain. Impression: mild reversal of the cervical lordosis c3-4 through degenerative disc disease resulting in mild to moderate stenosis. No appreciable interval change. (B)(6) 2011: patient underwent ¿us thyroid¿ due to clinical indication of thyroid nodule. Impression: heterogenous thyroid two cystic nodules within right lobe. Sub centimeter solid nodule within midpole of right lobe, stable in size. No discrete nodule noted in left lobe. (B)(6) 2011: patient underwent MRI cervical spine without contrast due to neck pain. Impression: large c5-6 central herniation seen as disc extrusion with central canal stenosis and spinal cord compression. No intrinsic spinal cord lesions. (B)(6) 2011: patient underwent x-ray spine cervical spine due to neck pain. Impression: mild multilevel cervical spondylosis. Mild c5-6 retrolisthesis. (B)(6) 2012: patient underwent x-ray cervical spine. Impression: c5-6 acdf. C3-4 and c4-5 mild spondylosis and loss of disc space height. Mild reversal of cervical lordosis. (B)(6) 2012: patient underwent b/l sacroiliac joint injection. (B)(6) 2012: patient underwent ¿us thyroid¿ due to indication of thyroid nodules. Impression: right sided nodules. Patient underwent MRI cervical spine with and without contrast due to indication of neck pain. Impression: status post acdf at c5-6 with interval resolution of previously visualized large central disc extrusion, likely related to discectomy. Mild canal stenosis secondary to mild posterior endplate spurring is noted at this level. Additional mild multilevel spondylosis without resultant stenosis. (B)(6) 2012: patient presented for office visit. Patient reports chronic neck pain and left arm pain with numbness and tingling in her hands and feet. Continues to report neck and bilateral arm pain left greater than right hand numbness and clumsiness. Have had episodes of feeling off balance. Patient active problem list : lumbago, cervicalgia, herniated lumbar intervertebral disc, brachial neuritis or radiculitis, cervical spondylosis, thoracic or lumbosacral neuritis or radiculitis, post laminectomy syndrome, degenerative disc disease, wound infection surgical, neoplasm of unspecified nature of thyroid gland. Review of systems is positive for myalgias and paresthesias. Patient underwent x-ray of lumbosacral spine. (B)(6) 2012: patient underwent CT lumbar spine without contrast. Impression: status post l4-s1 fusion with interval progression of o sseous fusion at the l4-l5 disc space and stable osseous fusion at the l5-s1 disc space. There has been interval increase in osseous fusion of the right sided facet at l4-l5 and the left facet at l5-s1.no evidence of acute hardware complication. Patient underwent CT of cervical spine without contrast. Impression: status post anterior fusion at c5-c6 without evidence of acute hardware complication. There is evidence of osseous fusion across this level. Mild degenerative changes of cervical spine which are slightly increased from prior. There may be some posterior longitudinal ligament ossification at c4. Low ¿attenuation right thyroid nodule. (B)(6) 2012: patient underwent bone densitometry test ¿dexa axial dexa appendicular¿ due to indication of seizure. (B)(6)2014: patient underwent CT chest/thorax without contrast due to clinical indication of lung nodule. Impression: multiple scattered bilateral lung nodules, measuring up to 5 mm. Patient underwent ¿us thyroid¿ impression: right sided nodules. (B)(6) 2014: patient underwent x-ray of cervical spine due to neck pain. Impression: postoperative changes. (B)(6) 2014: patient underwent bilateral digital screening mammogram with cad. Impression: no evidence of malignancy. Benign findings. (B)(6) 2014: patient underwent MRI of cervical spine with and without contrast due to cervical pain. Impression: status post c5-6 fusion. Multilevel cervical spondylosis with resultant cervical cord flattening and mild center canal stenosis at c4-5.mild c4-5 retrolisthesis. Patient underwent CT chest/thorax without contrast due to indication of pulmonary nodules. Impression: stable subcentimeter lung nodules since the prior examination of (B)(6) 2014.other previously noted left lung nodules are not present on current examination. (B)(6) 2014: patient underwent left c4-5 tfesi (transforaminal epidural steroid injection) due to cervical radiculopathy. Impression: intraoperative needle localization. (B)(6) 2014: patient underwent MRI lumbar spine with and without contrast due to back pain. Impression: status post lumbar spinal fusion. Mild l3-4 disc bulging with resultant mild central canal stenosis. No focal disc herniation¿s identified. (B)(6) 2014: patient underwent echocardiogram due to indication of shortness of breath, palpations. Conclusion: mild tricuspid regur gitation present. Otherwise normal study. Patient underwent CT head without contrast due to left arm weakness. Impression: question of low attenuation involving the superior aspect of the right insular cortex. Patient underwent x-ray of chest due to left arm weakness. Impression: questionable right lung zone infiltrate. (B)(6) 2014: patient underwent MRI of cervical spine without contrast due to history of disc herniation. Impression: status post anterior fusion of c5/6.multilevel cervical spondylosis, most severe at c4/5. Patient underwent MRI of thoracic spine without contrast due to history of disc herniation. Impression: mild multilevel thoracic spondylosis. (B)(6) 2014: patient underwent CT temporal bones without contrast due to history of right otorrhea with perforation of eardrum. Impression: findings consistent with right otomastoiditis. Unremarkable examination of the left temporal bone. Patient underwent MRI of lumbar spine without contrast die to history of disc herniation. Impression: posterior fusion of l4/5 and l5/s1. Region of bright t2 signal within the l4/5 intervertebral disc space which may represent artifact, if there is concern for discitis, post contrast t1-wieghted images could be obtained for further evaluation. (B)(6) 2015: patient underwent ¿b/l l45 tfesi¿ (B)(6) 2015: patient underwent ¿c7t1 ilesi¿ (B)(6) 2015 patient presented for follow up of back, neck and leg pain. Patient continues to have pain in her back and neck with radiation into arms and legs. On physical examination of neck, decreased range of motion with flexion, extension, lateral rotation. Marked tenderness to palpation over muscles of neck and shoulders. Several taut muscular bands/trigger points palpated. Constitutional: chills and fatigue. Back: marked tenderness to palpation over lumbar paraspinal muscles, assessment: post laminectomy syndrome; intervertebral disc disorders with radiculopathy, lumbar region. Patient has pain in her low back and legs from bulging at l3-4.she has pain in her neck into her left arm from bulging at c4-5 above her acdf. (B)(6) 2015: patient presented with chief complaint of neck and arm pain after fusion, back and leg pain after fusion and failed back and neck surgery. Patient underwent spinal cord stimulator trial under fluoroscopy guidance. Patient tolerated the procedure well without any apparent complications and was transferred to the recovery room in stable condition where she underwent further stimulation testing. Patient underwent fluoroscopic examination of cervical and thoracic spine due to failed back surgery syndrome, pain. Impression: intraoperative spinal stimulator localization. (B)(6) 2015: patient presented for re evaluation of her back and neck. She is doing well with her spinal cord stimulator. Assessment: cervical and failed back surgical syndrome. (B)(6) 2015: patient presented with ocular complaints of redness, pain and pressures sensation, right eye.(B)(6) 2015: patient presented for consultation for ID clearance for spinal stimulator. Patient states pain relief lasted for the duration of trial and came back once the device was taken out. Review of system is positive for back, joint and neck pain and numbness in extremities. Assessment: infection due to spinal fixation device, e coli infection, chronic back pain. (B)(6) 2015: patient presented for back pain, abdominal pain and cough (productive of yellow phlegm). Reports gastric discomfort with bloating. She is status post gastric bypass. Patient is known asthmatic. Patient underwent trigger point injection on lumbar paraspinals. Assessment: multiple thyroid nodules; upper respiratory tract infection; gastroesophageal reflux disease; acute bronchitis; epigastric pain; fatigue patient underwent two supine abdominal radiographs due to abdominal pain. Impression: no bowel obstruction. (B)(6) 2015: patient underwent CT lumbar and thoracic spine without contrast for preoperative evaluation. Impression: CT thoracic: mild degenerative changes. No acute osseous findings. CT lumbar spine: fusion and mild osteoarthritic changes. No acute osseous findings. Patient underwent grayscale and color doppler ultrasound examination of thyroid due to clinical indication of multi nodular goiter. Impression: thyroid nodule.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2013: the patient presented with back pain, neck pain and leg pain.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on, (B)(6) 2008 the patient underwent MRI of the cervical spine due to neck pain. Impression: stable multilevel degenerative disc disease is present. At c3-4 central and right-sided disc osteophyte narrows the anterior subarachnoid space and right neuroforamen. Posterior disc osteophytes at c4-5 and c5-6 procedure narrowing of the anterior subarachnoid space but no cord compression foraminal narrowing or central canal stenosis. On (B)(6) 2008 the patient was presented for office visit with complaints of low back pain. On (B)(6) 2008 the patient was presented for office visit with seizure disorder. Assessments: complex partial and pseudoseizures. On (B)(6) 2008 the patient was presented for office visit with seizure disorder, facial pain, neck pain, low back pain and headache. On (B)(6) 2008 the patient was presented for office for assessment of pain. Lower back: tightening and throbbing pain. On (B)(6) 2008, patient underwent CT scan of lumbar spine. Clinical history: follow-up wound infection lost posterior lumbosacral fusion. Impression: stable spinal fusion with internal fixation from l4 through to the bilateral iliac bones. Stable lucency surrounding the anterior screw transfixing the l5-s1 disc space. There is no evidence of progression to suggest osteomyelitis or infection. On (B)(6) 2008: patient was presented for office visit with complaint of low back pain. On (B)(6) 2008 the patient underwent x rays of the bilateral hips. Impression: no acute abnormality. On (B)(6) 2008 the patient underwent CT scan of head. Impression: no intracranial masses identified. Patient underwent MRI of cervical spine due to neck pain. Impression: c5-6 spondylosis and left paracentral disc protrusion with resultant cervical cord flattening. C3-4 spondylosis with resultant cervical cord flattening as well. On (B)(6) 2008 the patient underwent MRI of the cervical spine. Impression: c5-6 spondylosis and left paracentral disc protrusion with resultant cervical cord flattening. C3-4 spondylosis with resultant cervical flattening as well. Mild c4-5 spondylosis. On (B)(6) 2008 the patient was presented for office visit with vaginal discharge, wants (B)(6) retest. Assessments: candidiasis vulvovaginitis. On (B)(6) 2008 the patient was presented for office visit. Musculoskeletal review of system: left hip tenderness slight pain with hip flexion and internal rotation. Assessments: hip pain, sciatica, low back pain, neck pain. On (B)(6) 2009 the patient was presented for office visit with migraine and neck pain. Chronic problems: low back pain, diarrhea, sciatica. Assessments: migraine, neck pain, low back pain, seizure disorder, benign neoplasm brain (meningeoma). The patient also reported fullness in neck and difficulty in swallowing. Assessments: thyroid enlargement (thyroid cyst), obesity. On (B)(6) 2009 the patient was presented for office visit with stiffness and pain in her fingers on all her joints and difficulty in swallowing. On (B)(6) 2009: patient underwent CT of lumbar spine without contrast. Impression: compared to (B)(6) 2008. Stable extensive post-surgical change of l4, l5 and s1. A small bony fragment is noted within the ventral subarachnoid space at l5-s1. There is no evidence of high grade bony central canal stenosis at these levels. The hardware appears in satisfactory position; partial appearance of cystic appearing lesions within the pelvis, more prominent compared to prior exam. In view of patient¿s previous gastric bypass, these may be enlarged loops of bowel, however, cystic adnexal masses cannot be excluded on the current examination. Correlation with ultrasound is recommended. Patient underwent CT of cervical spine without contrast. Impression: mild multilevel degenerative changes, worst at c4-5 and c5-6 were there are small posterior broad-based disc herniation, which mildly effects the ventral subarachnoid space, however, causing no significant central canal stenosis or foraminal narrowing. The 8mm right thyroid nodule. An thyroid ultrasound is recommended. On (B)(6) 2009, patient underwent MRI of thoracic spine due to back pain. Impression: mild multilevel degenerative disc disease. No evidence of central stenosis, disc herniation, cord compression or foraminal narrowing. Patient underwent MRI of lumbosacral spine. Impression: stanle postoperative changes status post interbody fusion, laminectomy and bilateral pedicle screw placement at l4-5 and l5-s1. Epidural scar at l5-s1 without compression of the thecal sac or nerve roots. Right foraminal stenosis at l4-5 secondary to eccentric disc osteophyte to the right. No evidence of recurrent disc herniation. No other abnormalities noted. Patient underwent MRI of cervical spine with and without contrast due to neck pain. Impression: multilevel degenerative disc disease is present and unchanged from the prior study. At c3-4 posterior disc osteophyte narrows the anterior subarachnoid space and disc bulge slightly eccentric to the left is present at c5-6. No evidence of central stenosis or foraminal narrowing. On (B)(6) 2009: the patient underwent arterial duplex lower extremity bilaterally due to leg pain. Impression: no sonographic evidence of arterial stenosis within bilateral lower extremities. On (B)(6) 2009: the patient underwent CT of abdomen and pelvis without contrast due to abdominal pain. Impression: 2.4 cm right adnexal cyst. On (B)(6) 2009 the patient was presented for office visit. Assessments: hip pain, sciatica, low back pain, neck pain, fibromyalgia, generalized joint pain/rheumatoid arthritis. On (B)(6) 2009 the patient was presented for office visit with ear drainage and dysphagia. Assessments: dysphagia, otitis media. On (B)(6) 2009, patient presented for office visit. On (B)(6) 2009 the patient was presented for office visit. Neurological review is system: numbness in hands and feet. Musculoskeletal review: low back pain and neck pain. Assessments: hip pain, sciatica, low back pain, neck pain, fibromyalgia, hand/joint pain. On (B)(6) 2009 the patient was presented for office visit with gynae exam. Assessment: routine gynecological exam and abdominal mass. On (B)(6) 2009 the patient was presented for office visit with loss of skin pigmentation on back. On (B)(6) 2009 the patient was presented for office visit with back and leg pain. The pain starts in the low back that radiates to behind her left knee. Assessments: the pain in her low back and left leg status post at l4-5 and l5-s1, which may be due to spondolytic neuroforaminal narrowing. On (B)(6) 2009 the patient was presented for office visit with weight loss and constipation. Chronic problems: low back pain, diarrhea, sciatica and seizure disorder. On (B)(6) 2009, patient presented for office visit. On (B)(6) 2009 the patient was presented for office visit for evaluation of poor appetite, some nausea with meals and constipation. Impression: intermittent nausea, abdominal distention, history of gastric bypass, history of small bowel obstruction. Patient underwent procedure for left sciatic nerve block injection and trigger point injection. On (B)(6) 2009 the patient underwent CT scan of the abdomen and pelvis. Impression 2.4 cm right adnexal cyst. On (B)(6) 2009, patient presented for office visit. Patient underwent procedure for left sciatic nerve block injection and trigger point injection. On (B)(6) 2009 the patient was presented for office visit with nausea decreased appetite. Impression: chronic difficulties with constipation, abdominal distention, intermittent nausea. On (B)(6) 2009 the patient was presented for office visit about spinal cord stimulator for her back and leg pain. Pain assessment: patient reports pain of 10 located in neck and describes the pain as cramping. Assessments: pain in her low back and left leg status post fusion at l4-5, l5-s1 which may be due to spondolytic neuroforaminal narrowing. Her emg shows a left s1 radiculopathy. On (B)(6) 2009 the patient was presented for office visit with neck pain. Impression: c5-6 spondylosis and left paracentral disc protrusion with resultant cervical cord flattening. C3-4 spondylosis with resultant cervical flattening as well. On (B)(6) 2009 the patient was presented for office visit with low back pain. Assessments: hip pain, sciatica, low back pain, neck pain, fibromyalgia, rheumatoid arthritis, joint pain, shoulder pain. Patient underwent procedure for left sciatic nerve block injection and trigger point injection. On (B)(6) 2009 the patient underwent MRI of the cervical spine. Impression: c5-6 spondylosis and left paracentral disc protrusion with resultant cervical cord flattening. C3-4 spondylosis with resultant cervical cord flattening as well. Mild c4-5 spondylosis. The patient also underwent left sciatica nerve block injection and trigger point injection. On (B)(6) 2009 the patient was presented for office visit with nausea, poor appetite and constipation. Impression: marked obstipation and poor appetite. The patient underwent x ray of the bilateral hips and MRI of the lumbar spine. Impression: status post right l5-s1 hemi-laminectomy. Patient underwent procedure for left sciatic nerve block injection and trigger point injection. On (B)(6) 2010, patient presented for office visit. On (B)(6) 2010: patient presented for office visit. On (B)(6) 2010, (B)(6) 2009 : patient presented for office visit with complaint of low back pain. On (B)(6) 2010: patient presented for office visit with complaint of low back pain. On (B)(6) 2010: patient presented for office visit with complaint of migraine, cramps in joints and seizures. On (B)(6) 2011: patient presented for office visit for re-evaluation of her neck and back pain. She was allegedly assaulted yesterday and hurt her right hand, neck and back. On (B)(6) 2011: patient presented for office visit with complaint of sore throat, body ache and back pain. On (B)(6) 2011: patient presented for office visit. On (B)(6) 2011, (B)(6) 2010: patient presented for office visit with complaint of back and neck pain. On (B)(6) 2011: patient presented for office visit with complaint of seizure, confusion and edema. (On b)(6) 2011, patient presented for office visit with complaint of back and neck pain. Dec 14 2011: patient presented for re-evaluation of neck pain which was radiating into her arms. On (B)(6) 2012, patient presented for office visit with complaint of back and neck pain. Pain was radiating into legs. On (B)(6) 2012, patient presented for office visit with complaint of abdominal pain and nausea. On (B)(6) 2012, patient presented for office visit and reported back pain, headache, fatigue and depression. On (B)(6) 2012, patient presented for office visit with complaint of back and neck pain. Patient reported neck pain radiating into left shoulder and arm. On (B)(6) 2011, (B)(6) 2012, patient presented for office visit with complaint of low back pain. On (B)(6) 2012, patient presented for office visit with complaint of insomnia. On (B)(6) 2012, patient presented for office visit with complaint of low back pain. On (B)(6) 2012, patient presented for office visit with complaint of depression, fatigue, weight loss and back pain. On (B)(6) 2012, patient presented for office visit for fatigue, neuropathy and fibromyalgia. On (B)(6) 2012, patient presented for office visit due to back and neck pain and underwent procedure for trigger point injection. On (B)(6) 2012: patient presented for pre-op exam to get medical clearance for back surgery. (B)(6) 2012, patient presented for office visit. Patient reported chronic low back pain. On (B)(6) 2012: the patient underwent x-ray of chest for pre-operative clearance. Impression: no acute disease. On (B)(6) 2013, patient presented for office visit for diarrhea, abdominal pain, fatigue, chronic pain, migraine and post-hospitalization follow-up. On (B)(6) 2013, patient presented for follow-up visit on headaches, fibromyalgia and insomnia. Patient reported everyday migraines, sharp, burning, aching, stabbing pain in neck, back and shoulders. Physical exam: muscuskeletal: cervical spine: muscle spasm, moderate range of motion with pain; lumbar spine: muscle spasm, moderate range of motion with pain. On (B)(6) 2013: patient presented for office visit for follow-up on hypertension and weight loss. Patient reported pain, fatigue, insomnia, memory loss and losing weight. The patient underwent CT of abdomen and pelvis without contrast without contrast due to abdominal pain. Impression: large amount of feces are noted in the colon and left adnexal cyst. On (B)(6) 2013, patient presented for office visit and had a seizure in the waiting room. Patient was unable to move the left side of body (hemiparesis), and reported everyday severe headaches. On (B)(6) 2013, patient presented for follow-up visit on tachycardia, hypertension, shortness of breath, fibromyalgia and back pain. On (B)(6) 2013, patient presented for office visit for follow-up on lab test, hypertension and neck pain. Patient reported pain, hot flashes, mood swings. Physical exam: muscoskeletal: neck pain; neuro: dizziness and headache; anxiety and depression. On (B)(6) 2013, patient presented with complaint of dysphagia and bloating. On (B)(6) 2013: patient presented for office visit with complaint of palpitations. Patient reported pain, fatigue and being under stress with her health. Patient underwent CT soft tissue neck without contrast. Impression: no neck mass, lymphadenopathy or focal fluid collections identified through evaluation is limited. On (6) 2013: patient presented for office visit with problems of insomnia, sleep apnea, dyspnea and tobacco use. Review of systems revealed patient positive for fatigue, pallor, cough, dyspnea and wheezing. Assessment: dyspnea, insomnia and tobacco use. On (B)(6) 2013: patient presented for office visit with left hand fingers numbness, low back pain and dry skin. Assessment: neuropathy, headache and syncope. On (B)(6) 2013: patient presented for office visit. Assessment: chest pain. On (B)(6) 2013: patient presented for office visit with neck pain, thoracic pain, low back pain, and headache. Assessment: trigger point of neck, thoracic region. Cervical disc disease. Lumbar disc disease. On (B)(6) 2014: patient presented for office visit with dyspnea, pulmonary nodules, insomnia and tobacco use. Assessment: pulmonary nodules, exertion and tobacco use. On (B)(6) 2014: patient presented for office visit with neck and low back pain. Assessment: cervical pain. On (B)(6) 2014: patient presented for office visit with cervical pain, stiffness and arm pain. On (B)(6) 2014: patient presented for office visit with neck pain. On (B)(6) 2014: the patient presented with complaint of neck and back pain. On (B)(6) 2014: patient presented for office visit with chief complaint of pulmonary nodules and tobacco use. Review of systems revealed patient positive for dyspnea. Assessment: exertion, pulmonary nodules and tobacco use. On (B)(6) 2014: patient presented for follow up of back and leg pain. On (B)(6) 2014: the patient underwent x-ray of lumbar spine due to fusion. Impression: no interval change in appearance of lumbosacral hardware. Patient also underwent frontal and lateral radiographs of the cervical spine. Impression: anterior fixation of c5 and c6 with discectomy. The screws at c6 are located where the superior c6 endplate would be expected, likely osseous erosion and resorption which is increased since previous CT. There is reversal of the normal cervical lordosis with the apex of the angulation at c4-c5. On (B)(6) 2014: the patient underwent x-ray of cervical spine due to cervical pain. Impression: stable c5-c6 anterior cervical disc fusion. On (B)(6) 2014: patient presented for follow up of neck and back pain. Assessment: cervical radiculopathy. On (B)(6) 2014: the patient was admitted to the hospital due to seizure. Patient also had palpitations, shortness of breath, leg parathesis while walking. Patient underwent pa and lateral views of the chest. Impression: no evidence of active cardiopulmonary disease. Patient also underwent CT of chest without lower extremity due to dyspnea and dizziness. Impression: no evidence of pulmonary embolism. On (B)(6) 2014: the patient underwent MRI of brain due to seizure. Impression: no acute infarct or hemorrhage. On (B)(6) 2014: patient presented for hospitalization with chief complaint of headaches, numbness and weakness in right leg. Review of systems revealed patient positive for back pain, dizziness, extremity weakness, headache, numbness in extremities, seizures, fatigue. Assessment: seizure, shortness of breath and palpitations. On (B)(6) 2014: patient presented for office visit with chief complaint of pulmonary nodules and tobacco use. Review of systems revealed patient positive for dyspnea. Assessment: exertion, pulmonary nodules and tobacco use. On (B)(6) 2014: patient presented for cardiology follow up. Review of systems revealed patient positive for joint pain. Assessment: exertion. Palpitation. Dizziness. Chest pain. On (B)(6) 2014: patient presented for office visit with dyspnea. Assessment: exertion. Tobacco use. On (B)(6) 2014: patient presented for follow up visit due to seizure, shortness of breath, neurology. On (B)(6) 2014: patient underwent MRI of brain due to speech arrest with unresponsiveness. Impression: no acute intracranial hemorrhage, extra-axial fluid collection, acute infarct or mess lesion. On (B)(6) 2014: patient presented for office visit. Assessment: bariatric surgery status. Cervical disc disease. Myositis. Headache. Seizure cerebral. Neuropathy. Lumbar radiculopathy. On (B)(6) 2014: the patient presented for follow up visit. Review of systems revealed patient positive for back pain and headache. Assessment: cervical disc disease. Headache. Lumbar radiculopathy. Seizure disorder.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2008: patient underwent CT lumbar spine without contrast. Patient underwent x-ray lumbosacral spine. Impression: fusion demonstrated from l4 to the sacrum. Interval removal of multiple skin staples and a surgical drain in the soft tissues of the back. Fixation hardware unchanged in appearance. On (B)(6) 2008: diagnosis: degenerative disk disease. Patient presented for office visit. Patient underwent x-ray of lumbosacral spine. Impression: no significant interval change the appearance of hardware fixing the lower lumbar spine. On (B)(6) 2010: patient underwent CT pelvis without contrast. Impression: post-surgical changes of the pelvis without evidence of complication, failure, or acute abnormality. Patient underwent CT lumbar spine without contrast. Impression: stable post-operative changes extending from the l4-s1 levels. No evidence of hardware loosening. Metalic artifact obscures at l4-l5 and l5-s1. Mild stenosis at l3-l4.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that on it was reported that only select parts of rhbmp2-acs were used without the mandatory approved cage. The rhbmp-2/acs was applied via a transforaminal approach. Post-op, patient complained of worsening pain in the low back with pain and radiculopathy in the lower extremities. Patient continues to experience severe and unrelenting pain in the low back with numbness and tingling in her feet. Patient experience difficulty in ambulation and requires assistance in most activities of daily living. Patient is unable to sit or stand for any extended period of time. These serious injuries prevent the patient from practicing and enjoying the activities of daily life that she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Levels: l5-s1.